Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of lv capture was observed due to dislodgement. The lead was revised the following day with good capture. The patient was healthy post procedure.